Event description:
An attorney representing (B)(6), contacted a company associate regarding a legal complaint. The legal complaint alleges a male patient died (B)(6) 2009, during hospitalization at the facility due to negligence. The attorney reported that the hospital did not contact anyone to report the patient death event at the time it occurred and that the hospital did not file a medical device report with the FDA. The complaint alleges that the hospital staff provided improper care and should have put the patient on conventional ventilation and there is no allegation in the complaint that this device malfunctioned.

Manufacturer narrative:
No device malfunction. No device malfunction.